Manufacturer narrative:
The ICD and the leads were not returned for analysis. The analysis is therefore only based on the returned data as well as on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for the ICD and the leads were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned data have been analyzed. During analysis of the available iegms from(B)(6)2020 noise could be confirmed in the ventricular as well as partially in the atrial channel, leading to multiple charging cycles that partially resulted in shock therapy. The data further showed an increased ventricular pacing impedance of greater than 3000 ohms and a decrease of the shock impedance since (B)(6)2020 . The atrial pacing impedance showed several drops below 200 ohms from(B)(6)2020 to (B)(6)2020 based on the analysis of the available data the root for the clinical event was not determinable. However, both a damaged atrial and ventricular lead cannot be excluded. Should further relevant information or the devices themselves become available this investigation will be update.

Event description:
After an implantation period of approx. 54 months, oversensing with inappropriate therapies was reported.